Event description:
It was reported that a mblue plus (part # fx804t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 90 centimeters (cm), weight: (B)(6), gender: female.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the m.blue has a blockage and that the progav 2.0 is permeable. Computer controlled test: the test could be only performed to the progav 2.0, because detected blockage of the m.blue. To investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 is tested in the horizontal position. The results show that the valve operates within the accepted tolerance in the horizontal position. Adjustment test: both valves were tested and are not adjustable. Klick force and brake function test: the brake functionality test has shown that the brake functions are operational, however the braking force cannot be measured due to the non-adjustability of the valves. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results: based on our examination results, we can determine a blockage as well as a non-adjustability at the shunt system at the time of our examination. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.